Event description:
The manufacturer became aware of an allegation of everflo intl opi that the patient alleges that the device has a defective power cord. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. There were some secondary findings like power cord and silicone tube are damaged, sieves are clogged, inlet filter has to be replaced due to preventive maintenance. The device passed all test. In this report, box d, g, h has been updated/corrected.